Event description:
During an upper esophagogastroduodenoscopy (egd) with dilation, the physician used a cook quantum ttc esophageal balloon dilator. The balloon was advanced through the endoscope and into the esophagus. The balloon was fully inflated. The balloon suddenly started losing pressure (product evaluation confirmed the balloon material ruptured with no section detached). The balloon was removed and another balloon was used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According tot he initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Evaluation: during a visual examination of the balloon material, we confirmed the presence of a large split in the balloon material. The split is positioned length-wise on the balloon and is approximately the same length of the balloon. The catheter tubing does not exhibit any stretched or damaged areas. During a functional evaluation of the product said to be involved, a cook quantum inflation device filled with water was used in an attempt to inflate the balloon. When the balloon is inflated with water, water exits the balloon material at the location of the large split. The balloon will not hold pressure and cannot perform dilation in this condition. A manufacturing discrepancy or anomaly that could have contributed to this report was not observed during our laboratory evaluation. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. Conclusion: the additional information provided indicated the balloon did not receive lubrication or negative pressure prior to advancement through the endoscope. This is the most likely cause for the reported observation. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and performance. Damage to the balloon material can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use direct the user to ensure the balloon is completely visualized and positioned before inflation." The instructions for use contain the following warning: "during dilation, do not inflate balloon beyond the maximum indicated inflation pressure." Over inflation can cause damage to the balloon dilator. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Prior to distribution, all lots of quantum ttc esophageal balloon dilators are subjected to a test that measures the outer diameter and pressure. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Customer quality assurance will continue to monitor for complaint trends.